Event description:
A foreign part appeared on the CT scan. A revision surgery reportedly found "a wire" which was presumbaly caused by some sheered threading from the screw. The actual implants were not returned.